Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: date: (B)(6) 2011, inratio: >7.5, lab: 2.1; inratio: 2.5, lab: 2.1; inratio: 3.4, lab: 2.1. Date: (B)(6) 2011, 3.2, 2.5. Pt 5: (B)(6) 2011, 5.5, 2.5. Pt 6: (B)(6) 2011, 6.8, 4.0. Caller also reported imprecision with inratio meter. Results as follows: pt 1: date: (B)(6) 2011, inratio: >7.5, 2.5, 3.4. Caller is a pharmacist who did a correlation between 6 patients. She did not provide details for each pt.